Event description:
It was reported that the patient no longer had a pump implant in his body but experienced ¿something¿ in the area where the pump was located that ¿swelled up and busted¿. On friday, (B)(6) 2014, the patient went to bed and his stomach was swelling where the device used to be. Then that next day, saturday, it was even bigger and then on sunday he woke up in a ¿puddle of pus (busted)¿. The patient¿s stomach reportedly busted open where the pump was. The patient had an appointment on (B)(6) 2014 and had never seen anything like this. The patient was going to his regular family health care provider (hcp) the day following the date of this report to see what was going on. He was scared to go to any of the previous managing hcps as every other hcp he had since his original pump hcp scared him. It was noted the patient didn¿t have a pump and missed it. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).